Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that during a change out procedure for normal battery depletion the physician experienced difficulty removing the right ventricular (rv) pace sense setscrew. Boston scientific technical services (ts) was consulted and discussed ensuring all the setscrews are loose prior to removal. Further evaluation by the physician found that not all the setscrews on the device were loosened and once they were all loose the issue was resolved. The device was successfully explanted. No adverse patient effects were reported.